Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was attempted to be advanced but had challenges advancing into the right femoral vein. The sgc was removed from the patient and it was identified that the soft tip was frayed. A replacement sgc was selected and a mitraclip was successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported deformed soft tip appears to be a result of the difficulty insertion. However, a cause for the reported difficulty inserting cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was attempted to be advanced but had challenges advancing into the right femoral vein. The sgc was removed from the patient and it was identified that the soft tip was frayed. A replacement sgc was selected and a mitraclip was successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delay.